Event description:
Boston scientific received information that this implantable lead was an attempted implant. It was reported that the helix mechanism did not function as expected. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was fully retracted and dried blood was present in the helix housing. An x-ray revealed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.